Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked case at the display window corners. No damage to the lcd glass noted.

Event description:
The customer stated that she went to the emergency room due to high blood glucose levels and bent cannulas. The customer also stated that the insulin pump had four cracks near the screen. No further information about the emergency room visit reported. Advised the customer that the insulin pump would be replaced due to the cracks. Nothing further was reported.